Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a left knee acl and later meniscal repair, the second anchor wasn&#38176;able to be pushed down into the fast fix shaft of the device into the meniscus. T1 was removed from the patient. A back-up device was used to complete the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record was performed which confirmed no inconsistencies.